Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported faulty nav ring. There was no patient involvement.

Manufacturer narrative:
MFR received date: 01 oct 2019. The device was evaluated by the field service technician and the reported issue was confirmed. The field service engineer replaced the front bezel to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.